Manufacturer narrative:
This report is for the same event as manufacturer report # 2937094-2018-00091.

Event description:
It was reported that two surgical fibers failed during a benign prostatic hyperplasia (bph) procedure. The tip broke of the first fiber broke after 45,734 joules and 10:17 minutes of use. The tip of the second fiber broke after 8,116 joules and 2:21 joules of use. The procedure was completed utilizing the third fiber. Patient outcome: "ok" reported; there was no patient injury reported. This event is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.